Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer stated that she changed her set last night and had low readings. The customer had symptoms such as sweating. The customer took glucose tablets. The customer stated that she went to bed and woke up vomiting. The customer had high readings of 456 mg/dl at 3 am. The customer noticed that the pump was dead and tried 4 different batteries before it came on. The customer treated with manual injections. The customer stated that the display was not blank less than 30 seconds. The customer stated that the display is not currently blank. The customer stated that the battery cap is not damaged or corroded. The customer was advised to monitor the pump.